Event description:
It was reported that presenting electrograms (egms) showed undersensing of the atrial arrhythmia with functional non capture of atrial pace and ventricular pace occurring not the t wave at times due to blanking during atrial pacing. No adverse patient effects were reported. The lead remains implanted.